Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): the axium prime coil was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The axium prime coil was returned without the introducer sheath. Visual inspection/damage location details: the axium prime pushwire was found to be kinked at ~3.3cm from proximal end. The axium prime pushwire assembly and implant coil were not returned. The release wire appears to have been removed from pushwire assembly. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was unable to be confirmed as the implant coil was not returned. The root cause could not be determined. This event is reported at this time based on analysis findings which indicate possibility of a reportable device issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil was stretched during use. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery with a max diameter of 4mm and a 3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Additional information was received that there were no issues that resulted in the damage that was found.